Event description:
It was reported that the patient with this implantable pacemaker inquired about the expected duration of post-procedural shoulder pain. Patient stated waking up several times during the procedure and experienced pain. The patient was referred to the physician for further evaluation. As of this time, this pacemaker remains in service and no adverse patient effects were reported.